Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer called as a result of receiving the safety notification for the battery cap damage and retainer ring damage and reported damage to the insulin pump battery cap contact. Customer also reported damage to pump rails and also to retainer ring. Customer also reported device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was performed and found that the battery cap metal contact missing, or fewer than 3 raised dots could be seen. Customer also confirmed that reservoir was unable to lock in place when inserted into pump. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received without a battery cap. Installed a test battery cap and continued testing. The pump was received with a missing retainer, a partially broken reservoir tube lip, and a missing reservoir tube o-ring. Unable to perform the displacement test or lock a test p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. The following were noted during the physical inspection: missing retainer, partially broken reservoir tube lip, cracked select button keypad overlay, stained keypad overlay, serial number label faded and stained, end cap address label faded, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. Serial number label and end cap address label worn complaints are confirmed. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Reservoir unable to lock in place when inserted into the pump is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.